Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. Customer reports they was able to clear the alarm and able to rewind the insulin pump. Customer reported that the displacement test was passed. Customer reported that the insulin pump alarm contains more than one motor error alarm within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.